Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that unspecified vessel puncture closure was attempted after an unspecified procedure using a proglide device. Reportedly, the proglide "suture did not come out". It is unknown how hemostasis was achieved. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue (link break) was observed. The difference between the failure modes is often not discernable to the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch filed, the following information was received: unspecified vessel puncture closure was attempted after an interventional procedure. The physician is reportedly trained in the use of the proglide device.